Manufacturer narrative:
(B)(4). G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. The patient underwent a revision of shell due to unknown reasons. Attempts have been made and no further information has been provided.